Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for incorrect additive quantity with the incident lot was observed. Additionally, evaluation and testing of the customer samples was performed and incorrect additive quantity was observed. Incorrect additive quantity results in an incorrect blood-to additive ratio and potentially incorrect analytic results. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect additive quantity with the incident lot was observed. Additionally, evaluation and testing of the customer samples was conducted and incorrect additive quantity was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Bd had reviewed specific areas in the manufacturing process where the cause of this issue may have originated. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use of the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had extra additive and erroneous result.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had extra additive and erroneous result.